Manufacturer narrative:
The customer called the siemens technical support center (tsc). The tsc analyzed the data from the instruments. The quality control was in range. The cause of the single discordant diluted tni result is unknown. The laboratory did not identify other discordant results. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant result for troponin I (tni) was obtained on a dimension vista 1500 instrument. The initial result was high and over the analytical range. The sample was automatically diluted and rerun on the same instrument. A very high result out of range was obtained and reported to the physician(s). The physician(s) questioned the result. The same sample was run on two alternate instruments and diluted. Lower but still positive results were obtained. A corrected result report was sent to the physician(s) and was accepted as consistent with the patient history. The patient died of heart failure but the death was not caused or impacted by the varying but still elevated results.